Event description:
It was reported that the device was explanted on (B)(6) 2020 due to extrusion of the receiver-stimulator.

Manufacturer narrative:
This report is submitted on 13 july 2020.

Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced an infection (mrsa) that was treated with antibiotics (IV). The patient had a cadaver skin implant over the open wound on (B)(6) 2020.

Event description:
Per the clinic, it was reported that the patient underwent further revision surgery on (B)(6) 2020, to revise the post auricular wound over the implant site.